Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that no button error alarm during testing. However, the device had intermittent button response due to corroded keypad traces. The device was received with minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratch on the reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The reporter declined to provide the blood glucose reading. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.